Manufacturer narrative:
Although there were reportedly no pt complications, the event description indicates a small blood loss due to dripping at the connection. The involved unit was rec'd for eval. The sample was decontaminated, visually examined and leak tested. This eval confirmed the reported leakage at the tubing connection between the heat exchanger and the oxygenator. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in qa tracking, trending, and f/u.

Event description:
The user facility reported that blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator. The leakage reportedly occurred 44 minutes into the procedure and was controlled. The unit was not changed out. Although the user facility reported that there were no pt complications, the blood loss volume was estimated to be 10-cc.